Manufacturer narrative:
The pump was received with currents within specification. The pump alarmed compromised force sensor system during the prime test due to moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 135 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.